Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 458mg/dl at the time of the incident. The customer reported that she woke up and her blood glucose was at 114mg/dl. She ate and bolused. She changed her setup when she got to the part where it says fill tubing and there were still no drops at the end of the tubing. It reached 30 and there were still no drops. The customer was one tiny bubble. Previously blood glucose were 114mg/dl and woke up ate 508mg/dl. The customer bolused and then it was 458mg/dl. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.